Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the customer reported when the cartridge was empty, the customer was able to extract approximately 100 units of insulin. The customer's blood glucose level was 130 mg/dl. The customer loaded a new cartridge successfully and received an accurate fill estimate.